Event description:
The customer reported that the system repeatedly shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The damaged wires on interconnect cable were evaluated and fixed. The system was tested and found to be working as intended and returned to service.